Event description:
Syringe was used to flush a venous central line. When the rn attempted to pull the sheath up over the needle, the needle stuck, resulting in an accidental needle stuck to the nurse. The nurse reported the incident. Medical attention was provided to the nurse. Also, an appropriate iab test was drawn from the pt.